Event description:
Customer called to report a hospitalization due to low blood glucose. The blood glucose reading at the time of the incident was 40 mg/dl, wife drove him to the hospital. Customer drank a soda. When he arrived at the hospital he was in 60 mg/dl. Customer is a brittle diabetic. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.